Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a clinical study regarding a patient receiving gablofen at an unknown concentration and dose via an implanted pump. The indication for use was intractable spasticity. It was reported that following the system implant the patient experienced swelling at both the abdominal and lumbar sites due to sepsis and mrsa meningitis. It was indicated the event was related to the device or therapy. The patient was admitted to the hospital where lumbar and abdominal wound irrigation and debridement of the infection was performed. The entire system was removed and the issue was resolved without sequelae on (B)(6) 2019. The location of the explanted device was unknown. No further complications have been reported as a result of this event.